Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a moderately tortuous and heavily calcified proximal circumflex artery. Pre-dilatation was performed with a 1.2 mm mini trek and a 2.75 x 23 mm xience xpedition was advanced but could not cross the lesion. There was resistance with the anatomy when removing the stent, it dislodged, and was removed from the anatomy with a snare device. Balloon angioplasty was performed to successfully complete the procedure. There was no clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported dislodged/ dislocated stent was able to be confirmed. The reported failure to advance and the reported difficulty removing the device were unable to be replicated in a testing environment as they were based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/ review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.